Event description:
A (B)(6) infant born at (B)(6) gestation. Likely septic on dopamine for hypotension. The tubing for the dopamine was kinked in an incubator door, so that there was very little dopamine flowing and the blood pressure drifted downward, and clinical team kept increasing the dose of dopamine with no effect until the kinked tubing was found and after opening that, the blood pressure went up to 60 rapidly. Everything was turned off, and over the course of an hour the mean pressure came down to 40. This resulted in a parafalcine subdural hematoma.